Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance was 260 ohm and there was a lead warning. The lead impedance trend showed a minimum of 200 ohm and maximum of 4000ohm. A lead insulation failure is suspected. The lead remains in use. No patient complications were reported as a result of this event.